Manufacturer narrative:
A getinge field service technician was on site on 2021-01-19 to investigate the device. He could not confirm the reported failure ¿rpm control error¿ and "device defective". The log files of the cardiohelp were analyzed by getinge technical support on 2021-03-18 and the reported failure ¿rpm control error¿ and "device defective" could be confirmed within the logs, but there was no indication of a malfunction. The service technician confirmed that the problem was caused by wrong installation of the oxygenator. The customer was informed that in the instruction for use of the hls set, chapter 5.3.1 "safety instructions for the oxygenator" is written that an incorrect installation of the hls module advanced can lead to a device malfunction. This can endanger the patient. The device history record of the cardiohelp does not show any abnormality or issue that is related or can have led to the customer complaint. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint number: (B)(4)

Manufacturer narrative:
The device is currently not in clinical use until the investigation is done.

Event description:
Complaint number: (B)(4). During patient treatment the following errors occurred: rpm control error 0x00033001. Device defective (0xd00e). The customer reported to me that the cardiohelp was set at 5000 rpm, with no possibility of lowering the flow. The patient did not suffer any injury derived from this failure.